Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was not grasping, and the distal joint was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
On 01/09/2024, a response was received from the nurse via email and additional information was obtained about the complaint. The jaw/hinge did not appear to be dislodged. The tips were broken off, but no fragment fell inside the patient. There was no injury to the patient. There was a procedure delay of less than 15 minutes, and the procedure was completed with a new instrument.

Event description:
Refer to h10/h11 for follow-up information.